Event description:
Note: the date of event is unknown. According to the complainant, when flushed prior to use, the device leaked the dye around the valve part, about 20 cm from the distal end. There was no backflow. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Received one rx ercp cannula tapered tip, in a ziploc and biohazard bag, inside the original open pouch with product label. Residue was present on the device to indicate use. A visual evaluation found that the bonded joint was slightly flared and deformed. The outer diameter of the bonded joint was measured and found to be outside the manufacturing specification. A functional evaluation was performed by injecting water through the device, which leaked at the proximal end of the bonded joint. Customer complaint of the device leaking was confirmed. The most probable root cause for the leak issue is that during manufacturing the joint between the two extrusions was not bonded correctly, which caused the device to leak. A search of the complaint database revealed no additional complaints reported for the same lot.